Event description:
On (B)(6) 2011, a gore hybrid vascular graft was used in an a-v access application. The implant was in the patient's right upper arm, from the brachial artery to axillary vein. On (B)(6) 2011, the graft was found to be infected (the graft was exposed through the skin). Except for a very small section of the arterial side, the graft was explanted and discarded at the hospital.